Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump has a loose drive support cap. The patient's blood glucose level at the time is unknown. Trouble shooting was conducted and we explained the possible causes for the problem. Device is being returned. No further information available.